Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported when they put the device in they cut six inches down their neck, and ¿c5 and c6 floated and wound up on their spinal cord which crippled them,¿ so they ended up having them fused in (B)(6) 2013.

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 to surgically move the battery was noted. The stimulator had worked very well at relieving the patient¿s hand pain. The patient believed the surgery would resolve their issues.

Event description:
It was reported that since a patient¿s spinal cord stimulation (scs) was implanted last may he has had problems with his neck- ¿bent neck syndrome¿. It was reported that the patient suffered nerve damage as a result of complication from surgery. It was reported that the patient¿s vertebrae had collapsed and the patient had a cervical fusion yesterday to correct this syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) had not seen or heard from the patient since (B)(6) 2013. Additional information received reported that the healthcare professional (hcp) had sent a clinician letter, and she hasn't seen the patient since (B)(6). It was stated that the patient was compliant and his spinal cord stimulator helped with the arms crps (complex regional pain syndrome) pain and location of the scs lead, but he was developing "cervical impulses" (the caller indicated that she thought she was saying that right). It was stated that he had a surgical paddle lead and was referred back to the original implant hcp. It was further reported that the patient had new increased neck pain. It was stated that the patient likely went to another practice because he was "lost to follow up with us".